Event description:
The customer reported the system was not completing the boot up process. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the power plug were replaced during the service call. The system was tested and found to be working as intended and put back into service.